Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, irregular periods, uterine fibroid, dysuria, lower abdominal pain, difficulty voiding, nausea, morbid obesity, hypertension, renal disease, diabetes, sleeve gastrectomy, gastric bypass, appendectomy, breast biopsy, fever, weakness, sore throat, nasal congestion, urinary urgency, hematuria, flank pain, biliary colic, streptococcal pharyngitis, abdominal pain, chronic cervicitis and dysmenorrhea. Concurrent conditions included ovarian cyst and cholecystitis. Concomitant products included amoxicillin, celecoxib (celexa) since 2008, citalopram since 2008, enalapril from (B)(6) 2015 to (B)(6) 2017, enoxaparin, furosemide, hydrochlorothiazide, hydrocodone, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2014, ibuprofen since (B)(6) 2014, ketorolac, lisinopril from (B)(6) 2017 to (B)(6) 2019, medroxyprogesterone acetate (depo-provera), metoprolol from (B)(6) 2013 to (B)(6) 2015 and metronidazole. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure coils placed and deployed bilaterally without complications, 2 coils seen externally on the left, 3 coils seen on the right. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal), diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: cholelithiasis. No acute intra-abdominal or pelvic abnormality seen when compared to the prior exam. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative.. X-ray limb - on (B)(6) 2015: mild degenerative spurring otherwise normal study.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, irregular periods, uterine fibroid, dysuria, lower abdominal pain, difficulty voiding, nausea, morbid obesity, hypertension, renal disease, diabetes, sleeve gastrectomy, gastric bypass, appendectomy, breast biopsy, fever, weakness, sore throat, nasal congestion, urinary urgency, hematuria, flank pain, biliary colic, streptococcal pharyngitis, abdominal pain, chronic cervicitis and dysmenorrhea. Concurrent conditions included ovarian cyst and cholecystitis. Concomitant products included amoxicillin, celecoxib (celexa) since 2008, citalopram since 2008, enalapril from (B)(6) 2015 to (B)(6) 2017, enoxaparin, furosemide, hydrochlorothiazide, hydrocodone, hydrocodone bitartrate;paracetamol (norco) since (B)(6) 2014, ibuprofen since (B)(6) 2014, ketorolac, lisinopril from (B)(6) 2017 to (B)(6) 2019, medroxyprogesterone acetate (depo-provera), metoprolol from (B)(6) 2013 to (B)(6) 2015 and metronidazole. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure coils placed and deployed bilaterally without complications, 2 coils seen externally on the left, 3 coils seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: cholelithiasis. No acute intra-abdominal or pelvic abnormality seen when compared to the prior exam. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Total bilateral occlusion. Pregnancy test urine - on (B)(6) 2014: negative. X-ray limb - on (B)(6) 2015: mild degenerative spurring otherwise normal study. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs and mr were received: events: abnormal bleeding (vaginal, menorrhagia), anxiety, depression and mental anguish were added. Event onset date and outcome were updated. Medical history and concomitant drugs were added. Lab data were added. Essure removal date and surgeries were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.